Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and had loss of capture. This was confirmed via chest x-ray. No infection was noted. This lv lead was explanted and will not be returned as the hospital kept the product. No additional adverse patient effects were reported.